Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 134 mg/dl. Customer was sitting on the couch and the pump started to vibrate. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The buttons on the insulin pump had intermittent responds due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted: minor scratches on the lcd window, missing end cap, cracked case display window corner, cracked reservoir tube threads, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.